Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). Data from the reported event date of 27apr2024 was reviewed. The controller event log file captured backup battery fault alarm events that initially became active on 27apr2024 at 15:18:43 and remained thereafter. The alarm did not affect the controller¿s ability to operate the pump at the set speed and activated due to the backup battery not passing load test. On (B)(6) 2024 at 15:28:05, the driveline was physically disconnected, and the shutdown sequence was initiated shortly after. These sequences of events appear consistent with the reported system controller exchange. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The returned backup battery (gy019098) was discharged then fully charged. A backup battery fault alarm was unable to be reproduced during the evaluation. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. Also, under system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient contacted their ventricular assist device (vad) coordinator on (B)(6) 2024 with a backup battery fault (bbf) alarm on their primary system controller. A controller exchange was completed over the phone with the vad coordinator. The patient presented in clinic on (B)(6) 2024 with their controller with the alarm and it was interrogated by vad coordinator. A bbf alarm was noted in the controller history, but the alarm was not present when hooked up to the monitor. Also, there was 16 months until the backup battery (bb) expired. Log file review was requested, and the log file began capturing bbfs on (B)(6) 2024 due to the ebb failing the load test.